Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. There is no information available of the degree of the burn. Complainant indicated that the patient sustained burns.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Patient burns can be associated outcome with defibrillation events and is identified in labeling as an expected risk.